Event description:
It was reported that during implant attempt, the helix would not extend. The lead was removed and the physician continued attempting to extend the lead outside the body. After numerous attempts, the lead finally extended. The physician believed that the lead had malfunctioned and decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that the inner insulation was kinked/buckled, the lead was stretched, and the lead appeared to have been damaged at implant.